Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated the user experienced prime fill anomaly. Customer reported was unable to exit load reservoir process and tubing process. Customer reported that did not received complete status with highlight on the screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed self test. Device alarmed insulin flow blocked alarm during bolus due to high current motor draw. Unable to perform seating, basic occlusion test, occlusion test, force sensor test, displacement test or verify prime anomaly due to motor anomaly.